Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted a call service 012 alarm during bolus. Reportedly, the alarm had not occurred multiple times, however the reported had lost confidence in the pump and insisted on pump replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the black box indicated a call service 012 alarm had occurred on (B)(6) 2014 following a partial bolus delivery. During investigation, boluses were performed and successfully delivered, with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues. The pump was found to be performing within specifications; the complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.